Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Concomitant medical products: d224drg ICD, implanted: (B)(6)2009. (B)(4).

Event description:
It was reported that the right ventricular lead had high threshold. The lead remains in use and the physician will be notified. No patient complications have been reported as a result of this event.